Manufacturer narrative:
Sections with additional information as of 02-dec-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 113, 89, 111, 99 and 122mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-180mg/dl and expected pm non-fasting blood glucose test result is 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 09/14/2022 and open vial date is two weeks prior to call. The meter memory was reviewed for previous test result history (date/time not set; all were am results): (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 03-nov-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.